Event description:
It was reported that this procedure was to treat a (B)(6) old male patient with heavy calcification in an unknown vessel. Because of the heavy calcification in the vessel, and because it was thought that there was the possibility of the stent dislodging in the calcification, the decision was made to implant the stent in a unintended site, before it reached the target lesion. The stent implant remains in the patient's body. The procedure was finished by using non-abbott products. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device issue reported and the reported event appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Analysis noted the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon. There was contrast in the inflation lumen. The balloon had loose folds consistent with inflation of the balloon to deploy the stent. There were crimp marks on the balloon between the markers suggesting the stent was properly placed at the time of manufacturing. There were no kinks noted to the distal shaft or the tip. There were two bends in the hypotube shaft 13.2 cm and 45 cm distal to the strain relief tubing. There was no other damage noted to the sds. The kinks were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.